Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) who reported that during the implant the set screw would not tighten down onto the lead and the lead was able to be pulled out of the header block. During troubleshooting the set screw was backed out a little bit and retightened, but the torque wrench clicked right away and the lead could still be pulled out. The rep was a advised that a new ins should be used as it was suspected that the ins set screw was backed out too far and got miss-threaded. No patient symptoms or delay in surgery were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) who indicated that the cause of the set screw not tightening was that the healthcare provider (hcp) loosened the set screw too far. The issue was resolved through using another ins. The issue was resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Uct analysis #(B)(4) :analysis information -- 2018-02-01 14:20:56 cst pli# 10, product ID# 3058, below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Concomitant products: product ID: neu_wrench_acc, serial# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
2018 (B)(6) an: no new information.